Event description:
It was reported that the left ventricular lead exhibited high pacing threshold. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Final analysis found normal lead characteristics.